Manufacturer narrative:
Unable to perform displacement test due to missing retainer. Unit received missing reservoir tube o-ring and minor scratches on lcd window. (B)(4).

Event description:
Customer reported via phone call that the reservoir compartment was damaged. Customer's blood glucose was 135 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals¿ instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.